Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient saw their healthcare provider (hcp) on monday and they were having a hard time to get the controller to work. The patient stated they finally got the controller to work and charge her ins, but it took a long time. The hcp told the patient to call patient services for a replacement. When she goes to raise the intensity she can barely fell the stimulation in her right leg, which is set at 2.2v. The patient stated her left leg is set at 0.0v and she can feel the stimulation. The patient got out their controller and rtm out, and the patient was able to communicate and start a charge session with not issue. The caller was seeing excellent coupling while charging. No further complications were reported. No additional patient symptoms were reported.